Event description:
The customer reported to baxter that they found transfer set leakage after closing it. This problem was found during patient use. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed that both of the occluder feet were broken. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will not be performed because the lot information is unknown.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.